Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during real time stability study with 2 bd vacutainer® safety-lok¿ blood collection set leakage occurred as sleeves were pierced. The following information was provided by the initial reporter: it was reported that sleeve side pierce leading to leakage in through slbcs. Event occurred during real time stability study for barricor product with sf96-100 lubricated red chlorobutyl stopper. The leakage was observed in slbcs during tube filling process for product with max sterilization dose stored at 4c chamber. Out of two units, for first unit excessive leakage was observed after 3 tubes insertions was performed and side pierce was noticed. For second unit, 2 tubes were filled before the leakage was observed. Manual tube filling process was used. Sample process was used for all the other samples in the test (> 1200 samples) where no such leakage was observed.

Event description:
It was reported that during real time stability study with 2 bd vacutainer® safety-lok¿ blood collection set leakage occurred as sleeves were pierced. The following information was provided by the initial reporter: it was reported that sleeve side pierce leading to leakage in through slbcs. Event occurred during real time stability study for barricor product with sf96-100 lubricated red chlorobutyl stopper. The leakage was observed in slbcs during tube filling process for product with max sterilization dose stored at 4c chamber. Out of two units, for first unit excessive leakage was observed after 3 tubes insertions was performed and side pierce was noticed. For second unit, 2 tubes were filled before the leakage was observed. Manual tube filling process was used. Sample process was used for all the other samples in the test (> 1200 samples) where no such leakage was observed.

Manufacturer narrative:
H.6. Investigation: bd received 2 actual samples and 1 unopened samples and photos for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, the customer samples along with 50 retention samples from bd inventory, were evaluated by visual examination and functional testing and the issue of sleeve side piercing was observed in the actual samples and no abnormalities were observed in the unopened sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.